Event description:
A malfunction was reported by a caller regarding a pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump despite being provided with reset instructions. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.